Manufacturer narrative:
Leica received 4 cases of apex superior adhesive slide white and delivered to quality lab for examination. 2 boxes of slides from each case were chosen at random for testing and were labeled box 1 through 8. From each of the 8 boxes, 25 slides were chosen at random for testing adhesion. Kidney tissue was affixed to each slide. Five prepared slides from each box were run through the leica stainer using an h&e protocol. All tissue remained on the slides with no lifting or tissue loss. An additional prepared slide from each box was processed using an in-house leica staining procedure. All tissue remained on the slides with no lifting and no tissue loss. Another set of 8 slides were also subject to microwave processing. All tissue remained on the slides with no lifting and no tissue loss. As a final test, a set of 24 slides were processed on a leica processor. All tissue remained on the slides with no lifting and no tissue loss. Slides passed quality inspection and were found to be functional as intended.

Manufacturer narrative:
Investigation pending return of product from customer. If additional information is provided, a follow up report will be submitted. Not returned to manufacturer.

Event description:
Customer reported tissue was lost off the microscope slide during the staining process. Two patient samples were lost and required re-biopsy. Patient identifier was not provided. Actual date of event was not provided.